Event description:
It was reported that during a procedure visual examination revealed insulation damage on the right ventricular (rv) lead. On (B)(6) 2024, the physician elected to cap and replace the rv lead. The patient was in stable condition.